Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a dim/faded/discolored display screen. The reporter indicated that the pump display screen could no longer be read safely and the issue did not resolve by resetting the contrast. The reporter confirmed that there was no noted moisture or corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/28/2015 with the following findings: the pump display screen was observed to be discolored with a pinkish contrast. Unrelated to the display screen issue, the pump battery compartment was observed to be cracked between the bumper pad and the case cover. The pump battery cap was returned and was confirmed to be able to power the pump on appropriately.